Manufacturer narrative:
Device evaluation: one smiths medical medfusion pump was returned for analysis with a cracked right plunger case. Event log history was performed and indicated that base hardware failure - failed code 24.0000 was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced interconnect board as a preventive measure. Service also performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that a smiths medical medfusion pump had a base hardware failure. There was no reported adverse event.